Manufacturer narrative:
(B)(4). The reported event of infection cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR report: 1627487-2016-04488. It was reported the patient underwent surgical intervention to address an infection at the left supra-orbital (off-label) lead site. Reportedly, pus was present at the site and the physician cleaned the site, but no product was explanted. The physician will continue to monitor the patient for the issue.